Event description:
It was reported that the customer had an unknown alert during the cartridge change process. There was no reported adverse impact to the customer. No additional information was provided.